Event description:
End user's daughter reports end user fell asleep in the stationary power wheelchair and allegedly fell out on to the floor. End user was not wearing the seatbelt while sitting in the power wheelchair.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. End user was not wearing seatbelt and fell out of power wheelchair while it was stationary.